Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This report is being submitted as an initial final report. Product review of the electric dermatome serial number (B)(4) by flextronics on 21 may 2020 revealed that the cable showed exposed wires and the cable and the machined head were damaged, the device had visible corrosion, the control bar position was incorrect, the motor, switch and cord needed to be replaced, and the device was out of calibration. Repair of the device was performed by flextronics on 21 may 2020 which included replacement of the shaft bearing, screw 6 mm, end cap, motor, washer, machined head, insulator handpiece, plug harness, vespel, and machine screw 8 mm. The device, serial number (B)(4), was then tested and functioned properly. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported by the hospital engineering department that the device is not working properly. No patient involvement. Product evaluation investigation revealed exposed wires, a reportable malfunction. This is an initial final report. No adverse events were reported as a result of this malfunction. No additional event information available.